Event description:
It was reported that a skin reaction occurred. The wearable was inserted into arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, redness and infection underneath sensor pod area. The patient went to an emergency clinic around 2:00 pm to request for antibiotics to treat the skin infection he had after wearing the sensor. After the patient showed the skin infected area to the doctor, he prescribed oral antibiotic cephalexin 500 mg (4 times a day every 6 hours for 10 days) and topical neosporin ointment. At the time of the report the infection went wider. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).